Event description:
It was reported that the patient's dilaudid dose was decreased from 10mg to 5mg, but the concentration wasn't changed when reprogramming. The healthcare professional (hcp) manually began a bridge bolus before realizing the error. Upon remembering to update the concentration, the hcp cancelled the bridge bolus, set the concentration back to 10mg and started the process over to reinitiate the bridge bolus with the correct concentrations. It was stated that around five minutes had elapsed between the start of the two bridge boluses.

Manufacturer narrative:
Product ID: 8840 product type programmer, physician product ID: 8578 serial# (B)(4), implanted: 2012 (B)(6), product type accessory product ID: 8709 serial# (B)(4), implanted: 2005 (B)(6), product type catheter. (B)(4).